Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive and difficult to press down. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose ranged from (200-250) mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.